Event description:
The lay user/patient contacted lifescan (lfs) in february 2006 alleging high readings on the meter. In february 2006, a medical affairs specialist (mas) tried to speak to the patient about her ultra meter and the patient refused to speak to mas. She mentioned that she already explained herself to a customer care agent (cca) and that she did not want to repeat her self to mas and disconnected the call. The patient is using a replacement meter sent by lfs in december 2004. The patient tested her blood glucose prior to leaving to work and received a 215mg/dl. She at food and/or drank a beverage after attempting to use the meter. She experienced hypoglycemic symptoms while driving to work and when she arrived at work, she tested on the meter at work and received a 42mg/dl. The time difference between the lfs meter and the other meter was greater than 30 minutes. A medical professional treated the patient with food and/or beverage. She does quality control test every five days and was unwilling to troubleshoot with the cca. Cca sent the patient a replacement meter. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, the condition of the test strips and to run a quality control test. The complaint is being reported since a medical professional treated the patient for hypoglycemia.